Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Intermittently the chair will not turn on, consumer has to try 5-6 times to get it on.